Manufacturer narrative:
A ge service rep performed an onsite investigation. The brightness and contrast of the monitors was adjusted and the graphics card was cleaned and reseated. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the monitors would intermittently not turn on and when they did, the image would vibrate. No pt injury was reported.